Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified left anterior descending/ diagonal artery. A 2.5x23mm xience skypoint stent failed to cross due to anatomy. The guide wire was changed, and the stent delivery system was re-inserted and attempted again but again failed to cross due to anatomy. During removal, the device also met resistance with anatomy. The procedure finished as is without further intervention performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.